Event description:
The customer reported to philips that the device is not passing the daily test with power-supply failure. More specifically this was clarified that the customer reported a white display when power was turned on and it takes too long for it to come back.

Manufacturer narrative:
(B)(4).